Event description:
During a tcar procedure, after placing the enroute stent, a dissection was noticed at the distal end of the stent that was caused by the .014 guidewire. The pt. Went home the next morning. Per the rep present at the case: it was the md's technique with the wire [that caused the dissection]. Not the wire itself.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During a tcar procedure, after placing the enroute stent, a dissection was noticed at the distal end of the stent that was caused by the .014 guidewire. The pt. Went home the next morning. Per the rep present at the case: it was the md's technique with the wire [that caused the dissection]. Not the wire itself.